Event description:
The customer reports that after three days of usage, the luer-lock connections (blue and brown head) were broken.

Manufacturer narrative:
(B)(4). Additional information was requested regarding patient condition. Customer reports "patient is still in ICU". No other information was received. The customer returned one 3-lumen catheter for evaluation. The catheter contained significant signs of use in the form of biological material and the catheter body appeared to be intentionally truncated. Visual examination revealed the medial and distal line luer hubs were separated from the lumens and not returned. The fractured edges of the extension line extrusions appeared rough and jagged, which is consistently seen when undue force is applied to the line. The lumens also contained adhesive residue. Visual examination of the proximal lumen did not reveal any defects or anomalies. The length of the catheter body measured to be 155 mm which indicates at least 52 mm were cut and not returned per product drawing. The length of the distal lumen measured to be 87 mm which is within specifications of 83-87 mm per product drawing. The outer diameter of the distal lumen measured to be 2.21 mm which is within specifications of 2.13-2.21 mm per product drawing. The inner diameter of the distal lumen measured to be 1.47 mm which is within specifications of 1.42-1.50 mm per product drawing. This indicates that the distal lumen wall thickness measured within specifications. The length of the medial lumen measured to be 112 mm which is within specifications of 108-112 mm per product drawing. The outer diameter of the medial lumen measured to be 2.15 mm which is within specifications of 2.13-2.21 mm per product drawing. The inner diameter of the medial lumen measured to be 1.47 mm which is within specifications of 1.42-1.50 mm per product drawing. This indicates that the medial lumen wall thickness measured within specifications. The distal end of the catheter was clamped and a lab inventory syringe was used to pressurize the proximal extension line. No leaks were detected. A manual tug test confirmed the proximal lumen was fully seated in the proximal luer hub. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. " the customer report of luer hub separation was confirmed by complaint investigation of the returned catheter. The distal and medial luer hubs were separated from the lumens; the damage was consistent with undue force being applied to the hubs. The device passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the sample received, unintentional user error (undue force) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that after three days of usage, the luer-lock connections (blue and brown head) were broken.